Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there were foreign materials on the insertion section or the distal end (including each channel and nozzle) due to the insufficient cleaning. The user did not clean the subject device because the r/l angulation wires of the subject device were broken due to the excessive force and the user packed it immediately for sending repair. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the improper reprocessing of the subject device by the user. The instruction manual instructs "thoroughly reprocess the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus."